Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the data files were provided for review. The customer's report was observed during review of the device data logs. The customer has indicated that the product will be returned to zoll for evaluation. Once the device is received the device will be evaluated. Analysis of reports of this type has not identified an increase in trend.